Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient experienced symptoms of no pain relief despite escalating their intrathecal dose. A CT scan was performed in the beginning of october and revealed the patient¿s catheter came out of the intrathecal space. This happened around (B)(6) 2014. The catheter was replaced on the date of the report, (B)(6) 2014. There were no catheter segments left in the intrathecal space. It was unknown how the patient was doing as of (B)(6) 2014. The pump currently contained morphine and bupivacaine, and it was later reported that the pump had contained morphine at the time of the catheter dislodgement. The patient¿s outcome was requested.